Event description:
It was reported that the patient had experienced a lack of therapeutic efficacy. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000144726. A dissatisfied patient was reported to abbott. It was determined the patient was unsatisfied with stimulator helping their pain. As a result, the patient was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.